Manufacturer narrative:
The clinical evaluation confirmed the event and an endoleak ii. The devices remain implanted and the patient has not been scheduled for a follow up procedure. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause is inconclusive, there is not enough information to determine the root cause of the reported event. Potential contributing factors to the reported event include; significant aortic neck angulation and insufficient aortic neck length which may have contributed to the event. Cautionary product use that may have contributed to this event: patent ima. Patient was on antiplatelet therapy. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2015. Upon follow up, computed tomography (CT) showed a type 1a endoleak. The physician confirmed the patient also had sac growth on the common iliac artery. The physician elected to implant a limb extension to resolve the sac growth. Physician has referred the patient to a specialist for the type 1 a endoleak remaining due to the proximity of the initial implant to the renal artery.